Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose level 47 mg/dl. It was unknown whether the customer was using auto mode at the time of reported event. Customer stated that they did self test and got hardware low level failure alarm. Customer stated that the insulin pump had replace battery now alarm. Customer stated that the insulin pump did not receive low battery alert prior to the replace battery now alarm. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. The insulin pump will not be returned for analysis.